Manufacturer narrative:
Unit was to be returned to manufacture for evaluation but has not been received at this time.

Event description:
Customer (home medical equipment company) states that a 525ds concentrator "caught fire." He also stated the fire appeared to start internally; the unit was being used at a clinic and claims the event was "not caused by smoking." There was no claim of patient involvement with the event and no claim of injury or illness.